Event description:
A customer reported experiencing a continuous glucose monitor (cgm) error 42. There was no reported impact to the customer¿s blood glucose level. Technical support guided the caller through resetting the pump and advised waiting 20 minutes before starting a sensor session, which resolved the issue without the error reoccurring.